Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the ventricular lead showed high impedance, oversensing and high thresholds. The device was reprogrammed for the lead and the patient will be monitored. The lead remains in use at the time of this report. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID p1501dr implantable pulse generator (ipg), implanted: (B)(6) 2007; product ID unk-comp-lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the ventricular lead showed high impedance, oversensing and high thresholds. The device was reprogrammed for the lead and the patient will be monitored. Additional information was received which indicated that the lead continued to show high impedance and was subsequently programmed off and is no longer in use; however, it remains in the patient. No patient complications have been reported as a result of this event.